Event description:
It was reported, prior to the implantation of the device, upon interrogation, the device was found to be in back up mode. The device was not used for the procedure. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of inappropriate or unexpected reset was confirmed. The device was in backup vvi mode upon receipt. The device was restored by reloading product code. During analysis backup operation was reproduced. Analysis of the device image revealed that device went into backup mode due to reset error, consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.